Manufacturer narrative:
Film evaluation results are: the exact cause of the aneurysm expansion could not be determined from the films provided; however, it appears likely that a type ii endoleak contributed to the aaa expansion. It is possible that the contrast seen localized within the proximal neck, due to incomplete stent graft radial apposition within the neck, may have also been pressurizing the aaa. Images during the intervention where endoranchors and coils were placed to address the marginal proximal neck were not available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately six months post index procedure, a CT revealed that the abdominal aortic aneurysm had enlarged. There was a possible proximal type I endoleak. The physician felt that the cause of the type ia endoleak was due to inadequate graft apposition in an angulated neck. The patient was brought back for a secondary intervention. Initial angiography demonstrated flow around the edge of the graft but no communication with the aortic aneurysm. The physician proceeded to balloon the neck and used aptus endoanchors to anchor the graft to the aortic wall approximately 2cm below the renals. The physician then placed a catheter behind the leading edge of the graft and placed coils in the area where the graft was not opposed. Final angiogram demonstrated a very late superior mesenteric artery (sma) to inferior mesenteric artery (ima) type 2 endoleak. The physician attempted to embolize the type 2 endoleak but was not successful. After the case, the physician noted that this was not a type 1a but a type 2 endoleak. If the type 2 endoleak persists, they may bring the patient back and do an open ligation of the ima. The patient was reported as stable. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.